Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had ghost pocket. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system exhibited a ghost pocket. The technical support specialist (tss) dialed into the server, verified the database tool and no ghost pocket was found. Tss also verified the medicine inventory view in the server, ran a device event report, traced the messages and identified that the replacement request was sent to plx. Tss then verified the logistics, unbale to see the replenishment but the stock out was sent to logistics. Tss confirmed that no ghost pocket was found and was able to verify the stock out and pyxis refill are sent on logistics. The system functioned as intended after the technical support specialist troubleshot the device.